Event description:
The procedure was therapeutic and the reported problem did not affect the outcome of the procedure. No error message that may have been observed as a result of the failure. Nor was the procedure or the anesthesia was prolonged as a result of the reported problem. The patient was not impacted by the failure. No medical intervention (i.e. Treatment outside the scope of the procedure) was required as a result of the reported problem. No other devices were connected to the subject device. No death or injury including infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to cracks in the insulation material, wear and tear, and/or improper handling of the affected device by the user, such as a mechanical overstress such as a fall, a blow, impact or similar. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: warning infection control risk "properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." 4.1 inspection and testing inspecting the product "visually inspect the product. Make sure that it has: no corrosion no dents no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." Warning risk of injury "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that at the end of the transurethral resection of bladder(turb) case, the physician noticed the tip of the sheath was broken. The physician found the broken piece in patient's bladder and retrieved it. The procedure was completed. No procedure delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device was returned for evaluation. Inspection confirmed the allegation due to broken beak found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the nature of the damage, it is likely that this is a thermo-mechanically induced damage. It is unclear, whether the insulation insert had a previous damage or wear and tear through reprocessing cleaning, disinfection and sterilization (cds) or from the last procedure. If the location of the ceramic fragments of the insulation insert is unclear, they can be located and removed with the help of an x-ray or cat scan.